Event description:
A customer obtained an erroneously high troponin (accu tni) result for one patient. The initial result was 0.13ng/ml. The sample was re-tested and results obtained were: 0.64, 0.04, and 0.19ng/ml. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accu tni samples in plastic 13x75mm bd lithium heparin plasm tubes with a gel separator. Specimens are centrifuged at 3,000 rpm for 10 minutes. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse inspected the instrument, and no issues were noted. The fse conducted diagnostic and precision testing with good results. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.